Event description:
It was reported that the arctic sun device was sent down because it was not reading the patient temperature, but they took a nelcor cable and plugged the sim key in it and that was working fine, they said the cable they were using cannot be plugged into the sim key so they would order a new cable. Per follow up information received on 04nov2024, it was reported that the biomed stated the issue was a faulty cable. Cable has been disposed of and a new cable was received. The device has returned to service with no further repair.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue was failed temperature cable. The latest labeling revision was reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was sent down because it was not reading the patient temperature, but they took a nelcor cable and plugged the sim key in it and that was working fine, they said the cable they were using cannot be plugged into the sim key so they would order a new cable.